Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in a supplemental report. Review of the device history records indicate were manufactured and accepted into final stock on with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Loose knee resulted in revision with poly swap.